Event description:
A report was received that alleged that when removing the device from use, a portion of the cannula was broken off and remained under the user's skin. No permanent adverse effects to patient reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the evaluation.